Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on (B)(6) 2007. A document assessment (B)(4) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not power up. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Continuing with the investigation the neptune was connected to 110 vac. The unit failed at this point with flashing delta warning lights. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the initial power connect test was attempted again. No issues were detected. Based on the investigation performed, the complaint has been confirmed. It was determined that the power supply pcb was defective. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. This unit was manufactured 04 jan 2007 and will be replaced.

Event description:
The event is reported as: the unit will not power up. Unknown when alleged defect was detected.